Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "rupture". Healthcare professional then reported "capsular contracture baker grade unknown". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d9, h3, h6.

Event description:
Healthcare professional then reported capsular contracture baker grade IV.